Event description:
This lv lead was implanted on (B)(6) 2014 and is still in active implant. A procedure form was received from medical records stating that there was an lv lead revision on (B)(6)2014. The physician was dr. (B)(6) at (B)(6) healthcare in (B)(6). There is no other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).